Event description:
A pt reported they were unable to test and pt would give self less insulin without a result. Their meter allegedly would only prompt "error 2" message. There was no result on their meter. There were no other tests or comparisons. No treatment. No further info has been reported.